Manufacturer narrative:
The complaint device will not be returned for evaluation as it was not available. An evaluation of the actual complaint device could not be performed. Based on the information provided, the root cause of this complaint could not be determined. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. (B)(4).

Event description:
It was reported a coil was deployed but would not take correct shape or desired position. After multiple manipulation attempts, the coil separated from pusher wire inside the microcatheter. Both coil and microcatheter was safely removed from the patient. No patient injury was reported with this event.